Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the left ventricular (lv) lead's pacing impedance was high and capture thresholds were high. An lv lead fracture was suspected. The lv lead was programmed off. The patient was to be re-evaluated in a couple of months and was stable with no symptoms or adverse consequences.